Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated tsh result for one patient and an erroneously elevated pth result for another patient generated on unicel dxi 800 access immunoassay analyzer. Subsequent testing produced results in lower clinical categories for both assays. The tsh result was not reported but the pth result was reported out of the laboratory. Per customer, the pth result was corrected before any impact to patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Both the tsh and pth samples were collected in serum tubes with a gel separator. Qc on tsh and pth were within the customer's established ranges prior to and after the event. A system check was performed on (B)(6) 2010 and the results were within the instrument specifications. A bci field service engineer (fse) was dispatched on (B)(6) 2010. Fse performed a preventive maintenance. Fse also performed a hardware verification test and qc. All test results were within specifications. No definitive root cause for this event has been determined to date.